Manufacturer narrative:
Device investigation was unable to confirm reported occlusion as the usb communication was inoperable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge and infusion set after the alarm. The customer's blood glucose (bg) level was in the 400-450 mg/dl range with a trace amount of ketones. Insulin injections were used to address the bg level. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.